Event description:
It was reported via repair work order that the ibed was not alarming due to foot right side rail switch being bad. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the ibed was not alarming due to foot right side rail switch being bad. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed was repaired and returned to service. Follow-up submitted as customer was only provided with estimate for repairs.